Manufacturer narrative:
Return of product has been requested. Reporter did not return toothbrush handle, brush head was received on 22-jun-2015. Product investigation is in progress.

Event description:
Brushhead detached from the unit inside mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown detached from the unit inside his mouth. He stated that he had been using oral-b power toothbrushes for a very long time. No symptoms developed. 22-jun-2015 consumer relations received requested product: received 1 oral-b brushhead from the consumer on 22-jun-2015. No further information was provided.